Manufacturer narrative:
A ge service representative performed an on site investigation. The monitor was replaced. The system was then found to be operating as intended.

Event description:
The customer reported the left monitor went blank during a case and the live image was lost. There is no report of pt injury.